Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a break in the hypotube 235 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues noted on the mid shaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery the eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified distal right coronary artery. After pre-dilatation was performed with a 2.0 x 9mm balloon catheter, a 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the struts were flared up. Subsequently, pre-dilatation was repeated and another stent was deployed with the support of buddy wire technique, and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery the eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified distal right coronary artery. After pre-dilatation was performed with a 2.0 x 9mm balloon catheter, a 32 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the struts were flared up. Subsequently, pre-dilatation was repeated and another stent was deployed with the support of buddy wire technique, and the procedure was completed. No patient complications were reported and the patient's status was stable.